Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. Reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the insertion handle for suprapatellar broke. There was no patient consequence. The patient outcome and any surgical delay are unknown. This report is for one (1) insertion handle for suprapatellar. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.440; lot: 14.4021; manufacturing site: selzach; supplier: (B)(4), release to warehouse date: may 19, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 with correct hardness is documented in certificate of conformance (coc) of supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken visual inspection: the complaint device was received intact at us cq with no evidence of a broken component. Minor scratches and nicks were observed on the body of the device. Discoloration, possibly from reprocessing, was observed on the device as well. Inspection of the photographs attached to the complaint indicated that the driving cap had sheared off, leaving the tip in the insertion handle. However, the insertion handle was returned without the tip of the driving cap. The received condition does not agree with the complaint condition. Thus, the complaint is not confirmed. Conclusion: a visual inspection was performed as part of this investigation. The complaint condition of a broken insertion handle was not confirmed. No product defect was identified with the complaint device, aside from the discoloration and scratches/nicks typical of normal wear. No product design or manufacturing issues were identified. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.